Event description:
It was reported the colonovideoscope experienced an error message reporting a bad device connection and a black image. The event occurred during a diagnostic colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: problem not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.